Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient received a vibratory alert and followed-up in clinic due to post-paced t-wave oversensing. The device was reprogrammed to resolve the event with no patient consequences.